Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a loose insert at the battery clip and system controller connection. The hospital staff had previously checked the battery clip for this issue on (B)(6) 2009 and the battery clip was found to have no issues at that time. The battery clip was replaced without incident. The patient remains ongoing and no further issues were reported.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.